Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary site to support the 46 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e. The patient had previously been on the impella cp and needed care escalation. The patient was also on extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The patient had a history of an out of hospital arrest and CPR. After 8 days of support on the 5.5 pump there was vent weaning going on and there was a concern of a stroke. The CT imaging revealed multiple small infarcts in the posterior lobe. The were no deficits noted on patient assessment and pump remains on despite the possible stroke. Of note, team does not specifically attribute cva to impella use, as patient is also on ECMO and had CPR. Patient remains on support and has survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date has been updated accordingly (with d6a implant date repopulated).